Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor ended after 2 days of low readings. Customer's blood glucose was 200 mg/dl. Customer stated that the pump went into threshold suspend. Customer stated that the sensor dropped within 15 minutes of making the pump suspend. Customer declined troubleshooting since they may have rolled over the sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.